Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 2 was failed to open and required maintenance. Customer tried to recover the drawer, but issue persisted. The customer stated that this malfunction occurred while dispensing medication and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 2 was failed to open and required maintenance. A field service engineer found oxytocin 30 usp unit bags pushing against the door, unlocked and reorganized the bags to relieve the obstruction, ran the acceptance test and confirmed proper operation. Customer inventoried medications in door 2. The system functioned as intended after the field service engineer repaired the device.